Event description:
As found through implant patient registry, two years and six months post implant of the 23mm sapien 3 valve, the valve was explanted due to pannus. Per medical records, approximately two years and six months post valve in valve tavr (23mm s3 valve in a 23mm surgical aortic valve), the patient presented with class 3 heart failure symptoms with preserved lv function and history of heavy tobacco use. A recent echocardiogram showed an aortic valve area of 0.9 cm2 with peak gradients of 66 mmhg and mean gradient of 40 mmhg. Patient then underwent cardiac catheterization which showed mild coronary artery disease. Upon discussion of treatment options, it was determined that in this functional status a redo surgery was the best option given the size of the previous surgical valve. The patient underwent a redo aortic valve replacement with a 27mm edwards surgical valve. Per the surgical operative note, the previous surgical aortic valve was well incorporated into the annulus. There was no evidence of infection. The sapien 3 valve within the previous surgical valve did have some pannus material on it, both the ventricular and aortic surfaces were stiff and partially immobile. On post-operative day 4 the patient was discharged home in stable condition.

Manufacturer narrative:
The valve was discarded. Investigation is ongoing. Reference related manufacturing report number 2015691-2020-13141, for a previous treatment of this valve.

Manufacturer narrative:
No product was available for return, and no imagery was returned. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. Therefore, a device history record and a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. Commander delivery system with s3 thv IFU was reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from (B)(6) 2021 - (B)(6) 2022 for the sapien 3 valve (all models and sizes) was performed with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. None of the root causes identified are potentially applicable to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of ''post-implantation '' increased gradients - pannus formation'' was confirmed from the review of the medical report. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''two years and six months post implant of the 23mm sapien 3 valve, the valve was explanted''. Additionally, a review of the medical report revealed that ''the sapien 3 valve within the previous magna valve did have some pannus material on it, both the ventricular and aortic surfaces were stiff and partially immobile''. The exact etiology of pannus formation is not known. Multifactors are involved in its formation. Basically, pannus represent a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3 valve may interfere the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby increasing the pressure gradient. Due to insufficient information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required.